Event description:
The caller reported that a doctor stated that he had inserted a size 6 percutaneous tracheostomy tube into a patient who developed difficulty breathing. The tube was removed, and another tube was inserted. The doctor stated that on examination of the tube, the distal rim of the tube was mis-shaped, and almost crimped. He stated that it was almost a figure 8 shape. The caller reported that this was all of the information that he had.

Manufacturer narrative:
Return of the percutaneous tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.